Event description:
The facility reported an infusion pump that alarmed and presented failure code 701:00 while infusing an insulin drip on a male patient. The infusion was interrupted and the pump was immediately removed from service. The facility representative stated that there was patient involvement but had no further information. Additional information was obtained from facility on 05/28/2009. The facility representative stated that the patient had presented a high glucose level prior to insulin therapy. The attending nurse was in the patient's room at the time of the event and immediately replaced the pump with another one when the pump channel alarmed, presented failure code 701:00 on the screen, and stopped infusing. The facility representative stated that the pump replacement did not have any adverse effect on the patient. The insulin was in a 100 unit bag with 100ml volume. The representative did not know the drip rate. The patient is currently still in critical condition and receiving an insulin drip.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if additional information becomes available.